Event description:
The customer contacted abbott to report failed calibration for the axsym rubella igg assay, where error code 1018 (calibration check failure, cal a, result too high) was generated. The customer had a different pack of the same rubella reagent and was advised to recalibrate with that reagent and the same calibrators. After recalibration, error code 1001 (assay calibration failed) was generated. The customer was sent a new lot of calibrators and upon recalibration, a successful calibration was achieved. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.